Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the serial number label was missing on the bottom case. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed using the power up process and the reported issue was duplicated. The dowel pin was loose from plunger head mount. The root cause of the issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a failure alarm during the power up self test. No patient injury was reported.